Event description:
It was reported that the programmer was running very slowly and that it crashed during a software update. It was further reported that the display screen needed to be tightened, that it could not stay up and fell during normal daily use. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was very slow to update with sdn (software distribution network). As a result reconfiguration was completed and software was reloaded to resolve slow updating issue. It was also noted that the screen would not stay up, the system fan was intermittently noisy, a foot pad on the lower case was worn, and there was corrosion found on the power supply. (B)(4).